Event description:
It was reported to boston scientific corporation in 2008 that an rx dilatation balloon was used during an endoscopic pneumatic dilation procedure (epd) on four days earlier. According to the complainant, an attempt was made to inflate the device after it was inserted over a guide wire, and a balloon rupture was noted. The procedure was completed with a new device. No angle at the scope tip or pre-inflation was performed during the procedure. No patient complications were reported as a result of this event.

Manufacturer narrative:
The suspect device has been received from evaluation; however, the analysis has not been completed. Therefore, the cause of the reported malfunction is currently undetermined.